Event description:
It was reported by the patient's family member that the patient passed away 25 days after the implant of their implantable pulse generator (ipg). The family member noted the patient passed away in their sleep and an autopsy was requested. The family member was unsure if the patient's death was related to the device and requested analysis be performed. However, it was subsequently reported that the device remained implanted when the patient was cremated and will not be returned. No further information was able to be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.